Event description:
The distributor reported on behalf of the user facility the following incident. During the surgery, a kalix ii implant did not expand properly. The product was returned to the newdeal facility for evaluation.

Manufacturer narrative:
Additional information has been requested. The device has been received for evaluation. An investigation has been initiated based upon the reported information.